Manufacturer narrative:
The distributor of this product incorrectly has identified theirself as the manufacturer of this device and submitted report number, 2939274-2019-57760, on their behalf. The device was not returned to rti surgical for evaluation. A DHR review was conducted and confirms the device met manufacturing specification prior to shipping from rti surgical facility. This report will be updated should information become available at a later date. Sex, weight, ethnicity, race have been left blank as this information could not be obtained in this investigation.

Event description:
It was reported to rti surgical on (B)(6) 2020 that the patient underwent a revision on (B)(6) 2012 due to infection where IV antibiotics were required. Index surgery was originally performed on (B)(6) 2007. Further occurence and patient information could not be obtained. This report will be updated should additional information become available at a later date.